Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the bottom roller gear pin was broken. Additionally, the comb was replaced after visual inspection found damage that could impact device performance; functional testing with the comb could not be performed due to the broken bottom roller. The bottom roller, gear, and comb were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event.. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that the gear pin was broken. No additional information was provided. Investigation found that the comb did not pass visual inspection. No adverse event was reported as a result of this malfunction.